Event description:
It was reported that the ventilator had an error code (1105) alarm light emitting diode (led) failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
MFR rec¿d date. Rec¿d report date. It was reported that the power switch overlay was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
It was reported that the ventilator had an error code (1105) alarm light emitting diode (led) failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.